Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a high glucose reading (144 mg/dl) from their freestyle freedom meter. Customer reported experiencing symptoms of sweatiness and loss of consciousness. Paramedics were called and obtained a glucose reading of 40 mg/dl with their hcp meter and treated customer with glucose paste and intravenous fluid. In addition, customer stated that he was on steroid treatment which caused fluctuation on his blood glucose level. There is no report of any diagnosis, an investigation into the details of this event is in process.